Event description:
The biomedical engineer (bme) reported to philips that the v60 ventilator was unable to stay in standby mode. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. The user reported that the device could not be returned to service. It was reported that the bme was able to replicate/confirm the issue. The remote service engineer (rse) noted that the device would not stay in standby mode. During troubleshooting, the rse had the customer go into service mode; the customer checked the pneumatic screen, and it was reported that the average air slpm (standard liters per minute) was at zero. The customer reported that when the device was set to zero, the reading -2.5 slpm (out of range). The rse advised the bme to replace the flow sensor assembly per the manufacturer's recommendations. Based on the details provided, the device had malfunctioned, and the device would not stay in standby mode. This investigation is ongoing.